Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "iab not inflating, ECG would not trigger" issue. The fse verified proper operation with ecc bale/ lead wires and simulator. The iabp was fully functional and all parameters were within specifications. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) was not inflating. The ECG of the cs300 intra-aortic balloon pump (iabp) was a flat line and would not trigger. No patient harm, serious injury or adverse event was reported.